Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(6). Batch: 16795967.

Event description:
It was reported that the spinal cord stimulator (scs) device was no longer functioning as intended. The patient underwent an scs system explant procedure. No further information could be obtained despite good faith efforts.